Manufacturer narrative:
Philips service replaced control box and geo module tilt flexmove kit wp and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent geometry problem; arch movement blocked on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.